Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported no infusion prior to a procedure. When they pushed "on infusion" on the display to activate the infusion, there was no air in the port. There was no pt involvement.